Event description:
Customer received readings of 283 and 301 mg/dl. The customer acted upon the readings and treated with insulin. Customer began to be hypoglycemic. An ambulance was called and a comparison test was performed with a result of 63 mg/dl using customer's precision qid meter compared to the 32 mg/dl received by the ambulance's unk brand of meter. There has been no report of death.